Manufacturer narrative:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The reporter also alleged black pieces in the child's vomit. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer performed visual inspected the device. The manufacturer opened the device to check for any contamination/black particles within the flow paths. There are no signs of contaminates entering the flow path from outside the device. The manufacturer found no signs of foam degradation. The device powered on and provided therapy. The error log of the device was downloaded and reviewed. The device was tested and the manufacturer confirmed the device operates as designed. The manufacturer concludes there was no evidence of foam degradation.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.